Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and the wake button was broken. Customer taped the button in place. Contact declined to provided further information. There was no reported impact to customer's blood glucose.